Manufacturer narrative:
Upon receipt, only the connector segment of the lead was returned for analysis. Visual inspection and x-ray examination did not reveal any anomalies. Electrical testing performed on this portion had no indications of discontinuities or shorts on any conduction paths and hi-pot tests passed between the conductors. Based on the information received, the cause of the reported incident cannot be conclusively determined.

Event description:
It was reported that oversensing episodes due to noise on the right ventricular lead were noted. The noise signals stopped before inappropriate high voltage therapies were delivered. The lead was explanted and replaced and the patient was stable.